Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified shunt of left forearm. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.